Event description:
It was reported that a 512sd was used during an unknown procedure. It was reported by the affiliate that the safety shield reset button would not set correctly. 10/12/1998 message from affiliate. There was no pt consequence.